Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was labeled that it was broken with no reason. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details were available.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument being broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found that damaged conductor wire insulation. The instrument was found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material, however, the conductor wire was exposed. The complaint regarding the instrument was broken was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause of the exposed conductor wire at the distal end is attributed to a component failure. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys. Common causes of this failure mode are typically attributed to mishandling/misuse such as improper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations acknowledges the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.